Event description:
Information was received from the patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. The patient reported the handset lags at 90% when they try to deliver a bolus. Patient stated that the handset kept lagging, and five minutes later they received a message saying the bolus had been delivered. Patient mentioned that they could not hold their device any longer due to hand problems and they could not do it. Agent reviewed data and assisted patient in deleting the data. Patient was able to connect to the pump with no lag. When asked for the event date, patient stated they had called before, and the previous agent walked them through the same steps to clear the data.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.